Manufacturer narrative:
Model number/catalog number: 72404156, serial number: null, batch/lot number: 553925009, model/catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the patient underwent a revision surgery involving an inflatable penile prosthesis (ipp) due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced erosion with a cylinder leading to the procedure. The explanted ipp was twelve years old. There were no device malfunctions associated with the explanted device. The patient did not present any symptoms leading to the procedure, but the device had "herniated" the tunica. No more information available at the moment. Should additional information become available, it will be provided.